Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak at the filter during an infusion of hyperal using a trifuse connector mated to a PICC line. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. The extension set was visually inspected for damage such as kinks, holes, and tears in the tubing and its components. No evidence of damage was noted. Functional testing was performed and droplets were observed flowing out of the filter¿s proximal vent. Further visual inspection of the filter vent under magnification did not reveal any obvious damage or anomalies. The cause of the reported event was a damaged filter vent membrane. The root cause of the damage was not identified.